Event description:
The user facility reported that when treating the lesion in lcx #13, a competitor's product minamo was inserted into #14 to protect the side branch, and involved runthrough ns ultra floppy was advanced to #13. On the way at #11, the blood vessel crank was strong. Although it was a little difficult to pass through the lesion, it reached #13. When poba was performed on the lesion, dr. (B)(6), who was in the operation room, was watching the angiography. He noticed that the joint of involved wire in the peripheral part of #13 appeared to be elongated, and called out to the operator, dr. (B)(6). The procedure was continued without replacing the wire. The shaft of actual sample was scratched. The procedure was completed successfully. The patient was not harmed. Since the peeled piece may have been remained in the patient's body, this case was classified as a serious injury.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Visual inspection of the actual sample found bending and waviness at the distal end. This bending was likely to be due to shaping. Magnifying inspection of the platinum coil section of actual sample found that the coil had been elongated at approximately 30mm from the distal end. Magnifying inspection of the stainless-steel coil section of actual sample did not find any anomaly including a kink or an elongation in the coil. Magnifying inspection of the shaft of actual sample found that the outer layer had been peeled off at approximately 1200mm from the distal end. The outer diameter of following sections of the actual sample were measured and confirmed to meet the factory's specifications. Platinum coil section: 0.34mm. Stainless steel coil section: 0.35mm. Shaft: 0.35mm. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, the complaint file could not be investigated. Following simulation test was performed in the past: pulling force was applied to the shaft while the distal end of guidewire was trapped. As a result, waviness and coil elongation (opening of the coil pitch) occurred in the platinum coil section. The shaft of factory-retained runthrough ns was manipulated in contact with the metal inserter in a combination of runthrough ns and a metal inserter. As a result, ptfe coating of runthrough ns was peeled off. Based on the investigation result, it was likely that the platinum coil section was elongated and to be wavy due to pulling force applied when the distal end was trapped during manipulation. However, the cause of occurrence could not be clarified. Regarding the peeling of outer layer found on the shaft, it was inferred that the actual shaft was manipulated while in contact with some hard object. Relevant IFU reference: "if any resistance to the runthrough ns or ]the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4)..